Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2018 for a follow-up. Review of a stored electrocardiogram from (B)(6) 2018 revealed that the implantable cardioverter defibrillator exhibited post paced t wave oversensing. An episode of non sustained lead noise was noted to have occurred on (B)(6) 2018 which was true noise. No patient symptoms or additional information was reported.